Manufacturer narrative:
(B)(4) d10: cat# 010000999 lot# 7669495 g7 screw 6.5mm x 30mm, cat# 11-107018 lot# 67107166 freedom constr hd 36mm t1 std, unknown manufacturer stem, cup, and screws. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one year post-hip procedure, the patient was admitted to the hospital for a left hip aspiration of an aseptic abscess in the gluteus muscle following recent worsening pain. The patient was discharged without complication and the event was indicated as resolved a week later. Attempts have been made and no further information has been provided.